Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter; 1 device was received for evaluation; 1 event was not confirmed; the device was found to be within specifications for the reported event; 1 device was repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had run-on. There was no patient involvement; no patient impact.